Event description:
It was reported that the patient underwent a revision procedure 14 years and 10 months post implantation due to pain and elevated metal ion levels. Altr, osteolysis, and cold welding were also confirmed during the procedure. The head and cup were exchanged without any known complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2024 - 00896; 0001825034 - 2024 - 00898. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. The patient presented with complaints of pain slowly increasing. Metal ion levels, cobalt and chromium, were elevated. ¿ MRI showed a large effusion with tissue reaction (altr) around the r hip palpation revealed the presence of a large amount of fluid within the joint space. A large pocket of pseudocapsule and synovial tissue was found in the acetabulum and so was debrided ¿ the cup was removed with minimal bone loss, once removed a large cystic lesion was found and further debridement followed ¿ definitive components were placed and appropriate rom and stability were achieved. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d1; d4; d5; g3; g4; h2; h4.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Corrected: b3. Updated: g3; h2; h3; h4; h6; h10. Visual examination of the returned product identified cup was returned with bio debris embedded in the porous surface, scratches in the spherical surface, and nicks on the device from use / extraction. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No device problem was found for the cold welding as this is the design intent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.